Event description:
It was reported that post-paced t-wave oversensing was observed on the device. No intervention has been performed. The device remains implanted and will continue to be monitored. The patient was stable.